Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
While suturing the suturable duragen 2x2, the sutures repeatedly tore through the suturable duragen. The resident reported that he was not using more tension than usual. No injury was reported with this report. However, one week after placement, the patient was reopened but not due to the suturable duragen.